Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient, poor contact occurred in the stim1 channel, which interfered with the test results and affected the progress of diagnosis and treatment. The malfunction manifested as a complete failure of the stim1 channel. The device could power on normally; however, when the stim1 channel was selected for electrical stimulation, no stimulation signal was returned from the stim1 channel. The stim1 channel exhibited complete signal loss with no noise interference. During nerve stimulation, no normal evoked potential waveform was observed; the reading was 0 with no variation and an error alarm related to the stim1 channel appeared on the device screen. After the malfunction was identified, the connections between the endotracheal tube electrodes and subdermal electrode leads, as well as the connection ports between the patient interface box and the main unit, were checked sequentially. Reconnecting and reseating the connections did not resolve the issue. The system was then switched to the backup stim2 channel to complete neural monitoring. The procedure was completed as planned, with no adverse impact on the patient.